Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the right ventricular (rv) lead was noted to have loss of capture and the helix of the rv lead was found damaged and unable to be retracted during the rv lead extraction. The rv lead was successfully removed and replaced. The patient was in stable condition throughout.